Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, proximal right coronary artery. Predilatation was performed prior to the attempt to stent. The 2.75x33 mm xience xpedition stent delivery system (sds) was advanced; however, failed to cross the lesion. During the attempts to cross the sds the distal shaft separated in the anatomy. Difficulty was experienced snaring the separated distal shaft; however, it was finally able to be removed. The patient experienced st elevation during the 3 hour long procedure; however, the procedure continued on with stenting of the lesion without any further issues. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.